Event description:
Pt seen in ER for hyperglycemia. Pt awakened at 5:00am with blood glucose at 600. Checked pump operation and noted that the tubing was disconnected from the base unit, delivered insulin bolus to bring blood glucose down. Even though blood glucose was dropping, pt went to ER feeling ill. Pt reported that she feels user error may have contributed to event, since she may have accidentally disconnected tubing from base unit while changing clothes before bed. Pt received electrolytes only and stayed on pump at hosp.